Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report a discordant troponin I patient result obtained on a dimension exl 200 instrument. A siemens customer service engineer (cse) was dispatched to the customer site, found and replaced a loose screw on the r2 syringe after a preventative maintenance was performed. Siemens is investigating.

Event description:
A discordant, falsely low cardiac troponin I (tni) patient sample was obtained on a dimension exl 200 instrument. The falsely low result was from a second sample run 4 hours later. The customer performed a quality control (qc) level 1 and level 3 check on the instrument, and qc results were out of range. The customer repeated the patient sample on an alternate dimension exl 200 instrument, resulting higher. The qc results on the alternate instrument were within acceptable ranges. The repeat result was reported as the correct result to the physician(s). There are no reports that patient treatment was altered or prescribed or adverse health consequences due to the discordant, falsely low cardiac troponin I (tni) result.

Manufacturer narrative:
Siemens filed an initial MDR 2527506-2019-00189 on 17-may-2019. Additional information (06-jun-2019): siemens has reviewed the information provided. The discordant result occurred after preventative maintenance (pm) was performed. A customer service engineer (cse) was dispatched and additional system maintenance was performed. The reagent probe and bottle cleaner cap were replaced. A review of the instrument performance data did not indicate other system issues at the time of the event. The loose sample syringe nut/screw or preventative maintenance (pm) may have been contributing factors, however the cause of the event is unknown. There has been no further discordant ctni patient results observed by the customer. The instrument is performing within specification. No further evaluation of the device is required. Result code and conclusion code were updated to reflect the additional information.